Event description:
It was reported that the device shifted and was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and release criteria was checked. After all release criteria was met the closure device was released from the core wire. A few seconds after the device had been released it was noted via transesophageal echocardiogram that the device had shifted position and might have embolized. The physician decided to remove the device from the patient. One hour later the physician was successful in snaring the closure device and removing it from the patient. A new 35mm device was attempted to be used, but did not meet release criteria. A 31mm device was then implanted and used to successfully complete the procedure. The patient experienced no clinical consequences as a result of this event.